Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and their evaluation is still ongoing. As soon as the investigation of the event is completed a supplemental report will be filed.

Event description:
The customer advised the tubes have lost their vacuum and do not seem to fill properly.

Manufacturer narrative:
Received 50pc 454008p/b23023c5 for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction could not be duplicated. Corrected data:h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.